Event description:
Caller called to report that a pt has noticed a product quality change with her freestyle libre sensor. In (B)(6) this year the pt noticed that her sensor would not adhere as she had previously, she also noticed that the packaging had changed color and wondered if the effectiveness of the device had changed too. Reporter also, states that the pt developed redness and inflammation under her sensor with a diagnosis of cellulitis.